Event description:
It was reported that the ilet displayed an alert stating ¿unable to proceed. Please check notifications,¿ the alert could not be cleared, no alert appeared in the notification icon, and multiple guided reload attempts with tubing fills were unsuccessful, consistent with an insulin delivery stall and consecutive stalled motor alarm; the device was replaced and the patient was instructed on shutdown and return, data sync, and use of cgm via dexcom during the interim. Symptoms included no adverse clinical effects, with a reported blood glucose of 104 mg/dl and no hypoglycemia or hyperglycemia. Outcomes included product replacement and continued therapy via cgm while awaiting the replacement device. Investigation included technical troubleshooting and education with the patient and a review of device performance based on the reported alarm behavior. Investigation of the returned device revealed a suspected insulin delivery failure due to a stalled motor condition within the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction consistent with a stalled motor event.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.